Event description:
Customer reported the foot switch and rui are not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the footswitch, internal cable for joystick, and the connector on the joystick assembly. System operates as intended.